Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a usb port. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.